Event description:
The manufacturer's representative reported that, the old catheter was "found to be severed upon exam". A new catheter was "spliced to the proximal portion of the existing catheter." The manufacturer's device system registry also indicated that the patient's pump was replaced and a pump connector was implanted. No patient symptoms or outcomes were provided. The drug contained in the patient's pump was unk. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
.